Manufacturer narrative:
The reported complaint of unable to untighten the setscrew to remove the lead was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure the set screw would not accept the wrench and the screw was unable to be removed from the right ventricular port. The lead was cut and the pacemaker and lead were removed and replaced. There were no patient consequences.